Event description:
Medtronic rep covered a stealth navigator frameless biopsy case on (B)(6) 2010, with surgeon using inav portable system. Surgeon registered the patient and accuracy was within medtronic specifications. Doctor stated on (B)(6) 2010, that samples came back negative and confirmed the post-op CT showed the biopsy track going down to the tumor. On (B)(6) 2010, radiologist confirmed the lesion was missed. A follow-up surgery was completed successfully on (B)(4) 2010. Both surgeries resulted in no impact to patient and both were found to be within approved specifications for this system.

Manufacturer narrative:
(B)(4).